Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in leaked during use. The following information was provided by the initial reporter: the jelco does not thread on the secufill. This results in serum leakage and contrast, impacting the quality of the exams.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in leaked during use. The following information was provided by the initial reporter: the jelco does not thread on the secufill. This results in serum leakage and contrast, impacting the quality of the exams.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 0114666, and no quality issues were found during production. Our quality engineer reviewed the provided video and observed that the device was connected but there was no blood visible in the infusion set/adapter. Based off the provided video the engineer was unable to verify the reported defect. Since no defects could be identified in the provided video a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.